Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg) as low as 30 mg/dl. Bg was addressed with juice and/or granola bars. Customer suspected that pump settings were incorrect. Reportedly, customer may have delivered too much insulin. Recommendation was made by tandem technical support to consult healthcare provider.